Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a procedure "3 fibers were used. The first fiber was used for 59,729 joules of use and 10:53 minutes, before the aiming beam was coming out of the end and end fired upon vaporization. The second fiber was used for 220,004 joules of use and 34:55 minutes when it was noted that the fiber cap had detached and vaporization was significantly diminished. A third fiber was opened and used for 139,530 joules of use and 17:21 minutes to complete the case. It was stated by the doctor and observed that the prostate was full of prostate stones. Total: 359,534 joules of use and 52:34 minutes. Patient outcome: "ok". No injury to the patient reported. This event is for the first fiber.